Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of experiencing keypad anomaly after changing battery. Customer reported that batteries were changed after changing infusion set. Customer reported that buttons were not responding. Customer's blood glucose was 132 mg/dl. Customer also reported that display screen was frozen. Customer declined troubleshooting and requested for insulin pump to be replaced.